Event description:
Per the charge nurse and the resident physicians they stated that the syringe that used to check for line placement by aspirating for blood in two separate kits were defective. The specific kits were the triple lumen cvc line, in one of the kits the syringe was visible cracked and when they attempted to aspirate blood, it leaked out of the crack and in the other kit the syringe did have not suction and would not aspirate and they were unable to check for placement the physician was attempting to place a central line yet again when attempting to check placement, the syringe provided in the kit did not have any suction and they could not aspirate any blood . They had to get another syringe and that syringe worked correctly. The plastic part that connects the needle to the syringe was also cracked in one of the kits and blood was leaking out of the sides of the plastic connector piece. These issues have happened with a total of 4 kits and the issue is always with the equipment used to check line placement. Patient code: 4582. Device code: 1135, 1354, 4039. Referencing reports mw5184902, mw5184904, and mw5184905.